Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose over 500 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed motor error. The customer stated that he changes the infusion set every three to four days. Recommended to customer to change the infusion set every two to three days. The alarm history revealed multiple motor error and no delivery alarms from three days. Advised the customer to discontinue used of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.